Manufacturer narrative:
No product was returned for evaluation. Device history record review was not possible since no lot number was provided. The complaint could not be confirmed. The reported condition was consistent with previous complaints received. The most probable root cause has been identified to be related to the stopcock supplier. Linked to mfg report numbers: 2648988-2019-00039, 2648988-2019-00020, 2648988-2018-00012, 2648988-2019-00043, 2648988-2019-00044, 2648988-2019-00045, 2648988-2019-00046, 2648988-2019-00042, 2648988-2019-00048, 2648988-2019-00049, 2648988-2019-00050, 2648988-2019-00051, 2648988-2019-00052, 2648988-2019-00053, 2648988-2019-00054, 2648988-2019-00055, 2648988-2019-00056, 2648988-2019-00057, 2648988-2019-00058, 2648988-2019-00059, 2648988-2019-00060, 2648988-2019-00061, 2648988-2019-00062, 2648988-2019-00063, 2648988-2019-00064, 2648988-2019-00065, 2648988-2019-00066, 2648988-2019-00067, 2648988-2019-00068, 2648988-2019-00069.

Event description:
This is 6 of 28 reports. A customer reported that a patient's external ventricular drain (evd - unspecified limitorr) tubing broke while transferring the patient from the bed to the computerized tomography (CT) table. The nurse clamped the drainage system to prevent from leaking. The nurse went down to the CT scanner and take a look at the tubing. The nurse photographed the broken tubing (no photos provided). It appeared that the one lumen of the 3-way stopcock where the transducer attached to the system snapped off. The broken lumen was still attached to the transducer via the luer lock. The ventricular catheter remained sutured in the place and the connection to the drainage system was still intact. The drainage system remained clamped until the resident physician came to bedside to attach the new drainage system to the ventricular catheter once the patient returned to the intensive care unit (ICU). The date of the event was reported as (B)(6) 2018.